Manufacturer narrative:
This report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. Labeling was reviewed and found to be adequate. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. An increase in complaints was observed. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
The suspect medical device likely cause changed from 81026li00 to 86040li00 on 24oct2018. The product evaluation is still in process and a follow up report will be submitted when the evaluation is complete.